Event description:
Vns pt has been experiencing an increase in seizures. Rptr stated that pt's seizures have been increasing with each programming change. It was reported that pre-vns, the pt had 8-9 seizures per month and that they are now experiencing seizures on a daily basis. Pt's family member reported that use of the magnet does not seem to stop or shorten seizures or help with recovery time of seizures. Initially physician reported that he would be decreasing the device off time from 5 mins to 3 mins. Physician stated that the reported event is not related to the vns.